Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator in backup operation due to eri. The device was successfully restored. There were no patient consequences.

Event description:
New information received notes that the generator was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
D6b: explant date was previously omitted. The reported event of backup operation was confirmed. The device was received in bvvi mode and occurred due to multibyte code corruption consistent with a clock synchronization error in the combo integrated circuit. Actions have been taken to prevent reoccurrence. A software download was performed to restore the device, and no anomaly was noted. The results of all electrical tests performed indicate battery voltage reached near end of life level. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and is considered normal battery depletion